Event description:
It was reported that a review of the presenting electrogram (egm) for the patient with this cardiac resynchronization therapy defibrillator (crt-d) was requested due to possible loss of capture (loc). Technical services (ts) discussed loc on one of the presenting egm and noted other presenting egms showed capture. Ts noted that the programmed output is the same as the most recent threshold and intermittent capture would be expected with this programming. Ts recommended considering another vector and programming the output with a safety margin. This crt-d remains in service. No adverse patient effects were reported.